Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the front and rear response buttons were non-functional. The cause for the failure was contamination on the response button switch. The front and rear response button covers were missing, and corrosion was evident on the response button switches. The root cause for the corrosion was ingress of an unknown liquid. The response button covers were physically damaged. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that the response buttons weren't working on a patient's monitor.